Manufacturer narrative:
Not returned to manufacturer. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented for a follow-up in clinic. Upon device interrogation, the patient's right atrial lead exhibited episodes of noise resulting in pacing inhibition and inappropriate automatic mode switch. No adverse patient consequences were reported. No intervention was performed.